Manufacturer narrative:
The device was returned to the manufacturer. The sample was inspected with a microscope at 10x magnification power. Visual inspection revealed surface residuals (fibers, particles) on the lens surface. Surface residuals are compatibles with handling the lens out of sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No defect that could have caused complaint related to dislocation and loading issue was verified in the sample returned.

Manufacturer narrative:
(B)(4)-enlarged incision.prior to release to market the intraocular lens met all manufacturing specifications.(B)(4): placeholder.

Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) due to displacement of the lens in the optic. It was stated that the incision was enlarged to remove the lens, and sutures were placed. In addition, it was reported that there was no patient injury or complications. A new intraocular lens (iol) was implanted. Patient was noted to be doing well. No further information was obtained.